Manufacturer narrative:
G8: manufacturing site ID updated to 3004209178. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the cause was unknown. They attempted to disable the device and enable the device as instructed by technical services. Numerous cycles failed to restore telemetry or the ability to recharge the device.

Manufacturer narrative:
Report source: foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on (B)(6) 2021, the patient was unable to charge the ins. It was noted that the patient was implanted within the past month and the ins was programmed at an appointment. The patient was getting therapy following that programming session. The rep met with the patient and attempted to use the passive charging function to try to charge the ins. The rep indicated that they tried doing this process with multiple patient controllers and rechargers. They attempted to charge for at least 30 minutes and were unable to get the ins to communicate. It was noted that the rep was not with the patient at the time of the call with the manufacturer's technical services. The rep was to follow-up with the patient. No symptoms/patient complications were reported.